Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, the clip grasp was weak. The customer used a backup medium-large clip applier (mlca) instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use with no issue. The issue occurred prior to clip application (instrument tin patient). The issue related to clip opening after closure of the clip. Clip applier jaws remaining static when surgeon commanded movement, and the grip force was weak. Medium-large hem-o-lok clip was used. The vessel or tissue bundle was not greater than 10 millimeters.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have grip input disk broken. Input disk 7 was found broken from the inside of the housing. This caused weak clip grasp.